Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation. Carefusion service technician was unable to duplicate ¿vent reading apnea on the screen and would not continue not continue to ventilate¿. All testing was performed using a good known test patient circuit. Lap top ventilator 1200 passed extended 115 hour run in test with customer settings without any unusual alarms and conditions. The ventilator passed ltv final test, which includes many ventilation and alarm functions. Internal inspection does not reveal any abnormalities with ventilator. The event trace contains no unusual alarm types or incident counts. All event trace entries are consistent with normal ventilator operation. Unit passed all bench testing.

Event description:
The customer reported model lap top ventilator 1200 was reading apnea on the screen and would not continue to ventilate the patient. The patient was removed from the ventilator and provided positive pressure ventilation via bag valve mask. Upon further investigation, the customer confirmed no allegation of patient injury or harm. The patient was ventilated via bag valve mask for approximately 12 to 15 minute and monitored the entire transport.